Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. The ivl catheter delivered 300 pulses. It was reported that the balloon portion of the catheter detached from the shaft upon removal. The balloon remained on the 0.018" guidewire, allowing removal of both the catheter and balloon together. A stent was placed as planned, and no additional interventions were necessary. The facility reported that the detachment occurred while the guidewire was still inside the patient; however, there was no adverse event to the patient, and no fragments remained in the patient.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, the balloon portion of the catheter detached however; the cause could not be definitively determined based on the information available. There was no patient harm associated with the detachment and all components were confirmed to be removed from inside of the patient. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.